Event description:
It was reported that the customer's insulin pump alarmed motor error. The displacement test was performed and the test failed. It was stated that the device was not exposed to a high magnetic field.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Motor error alarm during rewind due to motor gearbox jammed. The insulin pump was received with crack on reservoir tube lip.